Manufacturer narrative:
No further information was able to be obtained from this customer. However the handpiece was received for evaluation. The handpiece was manufactured on june 29, 2016. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample found no visual nonconformities. The handpiece successfully primed and tuned on a calibrated system. It then successfully ran a 5 minute burn in test at 100% ultrasonic and torsional power. The handpiece was then connected to a dynamic tuning fixture (dtf) for stroke testing on the ultrasonic and torsional movement which found the handpiece to meet specifications. The product was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a handpiece stopped working and a system message was displayed during a surgical procedure. Another handpiece was used to complete the surgery with no harm to the patient.